Manufacturer narrative:
The device in question was returned to walkmed infusion for evaluation and was observed to meet specification. Walkmed infusion was unable to confirm a malfunction with the device's air detection system. A review of the manufacturing and service records did not reveal any nonconformities related to the reported event.

Event description:
During treatment, the clinician observed the device in question (serial number (B)(4)) was producing an "air in line" alarm. The clinician also observed the medication bag was empty and some of the patient's blood had backed up into the line. Walkmed infusion was unable to confirm if the device in question infused air into the patient. The patient experienced chest pain and had difficulty breathing. The patient's vitals were reported to be stable, and the clinician instructed the patient to lay on their left side. The patient's chest discomfort subsided after an hour, and the patient was sent home. The infused medication was octagam 5%.